Event description:
The device was prepared for use with healon pro and verification of all functions. 360-degree intubation of schlemm's canal was completed successfully. Three clicks of viscoelastic fluid was delivered then retraction of the catheter initiated, approx. 9-10 clicks of ovd was delivered and the catheter travelled approx. 3-4 clock hours. The surgeon then remarked on a [?]tight' feeling, he proceeded slowly, delivering 2 more clicks and felt tightness again, then remarked that he felt the catheter "release". The surgeon completed the retraction of the catheter, viscodilating the rest of the way. The catheter was removed from the eye and the actuator advanced forward to inspect. The fiber optic and guidewire were observed and a portion of the catheter sheath appeared to have fragmented. The fragmented portion of the catheter was observed at the otomy site of the trabecular meshwork. Using mst grasping forceps, the surgeon removed the broken portion of the catheter from the eye. No patient injury occurred.